Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) could not replicate the iabp shutting down/off while pumping. Fse replaced the cpm board and perform fcn9 mforce driver upgrade/replacement. The fse performed functional checklist and unit performed to spec.

Event description:
It was reported that the intra-aortic balloon pump (iabp) screen went blank and shutdown while on patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the pump shut off unintentionally is not confirmed. The returned power supply and cpm board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) could not replicate the iabp shutting down/off while pumping. Fse replaced the cpm board and perform fcn9 mforce driver upgrade/replacement. The fse performed functional checklist and unit performed to spec.

Event description:
It was reported that the intra-aortic balloon pump (iabp) screen went blank and shutdown while on patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.